Event description:
It was reported that the pump would not stay on for longer than 15 seconds and then screams. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case and the right plunger case were cracked. A review of the event history log identified battery depleted in the history. Functional testing was performed using the power up process and the reported issue was duplicated. The pump powered down within 15 seconds and an alarming sound and battery depleted error was detected. Customer did not charge the battery. After charging and monitoring the battery status, no issue was found. The root cause of the problem was that the customer did not (as required) recharge the battery pack after depleting it. Replaced the battery for preventive and performed power up process and all functional tests which passed.